Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 225 mg/dl at the time of incident and was treated with the insulin pump. The customer¿s current blood glucose was 221 mg/dl. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer alleges that the insulin pump was under delivering as their blood glucose was over 200 mg/dl all day. The customer reported insulin exited at the quick release. The customer reported that the drive support cap appeared normal or slightly indented. The device will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device passed the delivery accuracy test at 0.0876 inches. (B)(4).